Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male patient of unknown age and medical history. During a percutaneous coronary intervention the patient underwent implantation of a 3.0 x 13mm cypher stent in an unknown lesion. No vessel, lesion or procedural details were provided. Following stent deployment, the stent delivery system (sds) was reinserted into the hoop. The physician later retrieved the sds for use and found the shaft to be broken at the guide wire exit port. The shaft was kinked and the nylon at the guide wire exit port area was separated. This damage was not noted earlier while inserting the sds into the hoop. The procedure was completed using another balloon. There was no patient injury. The device was returned for failure analysis. Visual inspection revealed the shaft had kinks at 66.5 cm, 125.2 cm and 135.5 cm from hub. Additionally, the shaft was elongated in the area between 113 cm to 125.2 cm distal from the hub. The stiffening wire was exposed and jutted outward through a hole on the blue outer body 125.2 cm from the hub. Dry inflation media was observed in the balloon and in the inflation lumen. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication this event was design or manufacturing related.

Event description:
In 2007, the patient had a 3.0 x 13mm cypher stent implanted in the target lesion and the stent delivery system (sds) was reinserted into the protective sheath. When the physician removed it from the protective sheath for use, the shaft was found to be broken at the guide wire exit port. The shaft was kinked and the nylon at the guide wire exit port area was separated. The physician did not notice the breakage when he reinserted the sds into the protective case. The procedure was completed with a different balloon. There was no reported patient injury.